Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step (rasp communication fail) during testing. In addition, the device was not working therefore the technician was unable perform evaluation steps, write error log on sd card, connect trilogy service tools, and the ac power led is not working. There were no particles observed. The device only came in for remediation and was returned to the customer unrepaired.